Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 31-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Sister called on behalf of the customer. The customer is concerned with test results obtained of 151, 174, 168 and 147 mg/dl. The customer¿s expected fasting blood glucose test result range is 117-125 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer reported past medical intervention, stating that on (B)(6) 2020 she went to the hospital. Customer tested on (B)(6) 2020 and obtained 147 mg/dl fasting. Customer felt sick and nauseated. Customer took metformin and her symptoms did not improve during the day. Customer tested at 9:54 pm and obtained 168 mg/dl fasting and again at 1:52 am and obtained 174 mg/dl fasting. Customer was still feeling nauseous and sick and was taken to the hospital. Customer's blood glucose test result when at the hospital was 136 mg/dl fasting; customer tested with her truemetrix meter and obtained a result of 151 mg/dl fasting. Customer remained at the hospital for 15 minutes before being discharged. No diagnosis was disclosed. Customer did not receive any treatment or any new medications. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/15/2021 and open vial date is 02/01/2020 (expired - open more than four months). The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 28-oct-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.